Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened to all buttons dome switch. The insulin also was received with failed battery test alarm after battery change due to corroded battery cap contact. Unable to verify low battery or off no power alarm due to failed battery test alarm. The insulin pump has corroded battery tube and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported received a failed battery test alarm and stated that the battery cap and the compartment looked corroded. Customer also mentioned that the keypad was unresponsive. Customer's blood glucose reading at the time of the call was 71 mg/dl. No further information reported.